Event description:
It was reported that during a leg surgery, the tourniquet cuffs lost pressure. The cuffs were replaced by a second unit which also lost pressure. There was some blood leakage into the surgical site, but there was no reported intervention due to this event.

Manufacturer narrative:
Device was shipped to the (B) (4) location; device has been forwarded to the (B) (4) location for investigation. Investigation has not yet been conducted. When investigation is complete, a f/u report will be filed.